Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was over-sensing noise with multiple isometric movements. No intervention was noted. There were no adverse health consequences, the patient was stable.